Manufacturer narrative:
The IV set was not saved by the user or sent to zyno medical for investigation. Thus, no testing was performed and the user-reported claim could not be confirmed. Upon receiving the complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/management, it was determined as MDR reportable on 02/03/2017.

Event description:
The user reported a leaking issue that "happened at the very end of the treatment (very small leak) with no injuries." The leakage happened through the tubing itself where the tubing entered and exited the infusion pump. The medication infused was perjeta (non-chemo). The user informed a zyno customer service employee through email that the tubing was in the sharps container and thus would not be retrieved.